Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
(B)(4)

Event description:
New information received notes that the patient was admitted to hospital on (B)(6) 2016 with pneumonia. Patient developed pulmonary edema and was intubated. The patient tested positive for (B)(6). Patient¿s health continued to decline. Patient was made dnr and was extubated. According to the investigator, the death was not related to the device, study, implant or lead. The cause of death was stated to be (B)(6) .